Event description:
Complainant alleged that while attempting to treat a 43-year-old male patient, the device displayed "compressor fault - 2001" and "compressor fault - 3001 " error messages. Complainant indicated that the clinician cleared the alarm and continued treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The breaths log showed evidence the patient was coughing when these faults were triggered. The device was put through extensive testing including stress testing using known good test setup without duplicating the report. The flow screens were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.